Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing including bench testing and stressing without duplicating the report. The customer's multifunction cable (mfc) was not returned for evaluation. An internal inspection found no discrepancies. The customer was advised to replace their mfc as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.